Event description:
It was reported that revision surgery will be performed on (B)(6) 2010, due to breakage of the tibial baseplate. Broken implantation was in (B)(6) 2007. X-rays taken in (B)(6) 2010 showed that the baseplate was broke.